Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the balloon had ruptured. Applied medical has reviewed the details surrounding the event and returned products. At this time, applied medical is unable to confirm the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: "thrombectomy" event description: the python catheter a4e08 was inspected prior to the start of the procedure and the balloon was inflated successfully. When a medical staff tried to inflate the balloon in the patient's vessel, the balloon was ruptured easily. The medical staff elected to remove the python catheter from the patient's vessel and use another python catheter a4e06 for the surgery. The procedure was completed with no problem. *it's not sure that the patient's vessel was calcified or not this event didn't affect the patient. *the catheter is not decontaminated the balloon is broken." Type of intervention: "use another python catheter a4e06 for the surgery. The procedure was completed with no problem." Patient status: "this event didn't affect the patient. No health damage was reported for the patient."